Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of issues with high blood glucose levels and unresponsive keypad. The customer states the buttons are unresponsive. The customer's blood glucose level was 500mg/dl. The customer treated the high with the pump. Troubleshoot was conducted. The customer wad advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.